Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose value was "high" on cgm. Reportedly, the customer addressed their bg with a manual dose injection. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified, additionally, a cracked screen issue and a malfunction alarm was also identified.